Manufacturer narrative:
Results: the returned velocity was fractured at approximately 23.0 cm from the hub. The device was ovalized at approximately 153.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a fracture at the proximal shaft. This type of damage typically occurs if the device is forcefully advanced against resistance at extreme angles. The ovalization that was observed on the velocity¿s distal shaft may have contribute to the resistance during the procedure. The complaint indicated that the first pass was successfully completed using the velocity. Therefore, the ovalization may likely occur during reassembling the system for another pass. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a velocity delivery microcatheter (velocity). During the procedure, the physician successfully completed the first pass using the velocity, a guidewire, and a non-penumbra catheter. The devices were subsequently withdrawn from the patient. The physician then decided that another pass was necessary and began reassembling the system. While the system was being reassembled, the physician found that the velocity had fractured into two pieces at the proximal end, approximately 30 cm from the hub. The velocity was therefore removed from the procedure. The procedure was completed using another microcatheter. There was no report of an adverse effect to the patient.